Event description:
"According with our customer's information after a short time that the patient start the treatment, the blood goes out of the fibers. Unnecessary to any that the patient have been losing around 40ml volume of blood, what decreasing the hematocrit level."

Manufacturer narrative:
One unused dialyzer received from the hospital. The dialyzer was tested with 1 bar compressed air. Result: dialyzer is ok.